Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported after wearing the pod for approximately two hours. The patient did not feel insulin being delivered. The patient's blood glucose levels rose to 9 mmol/l (162 mg/dl) while wearing the pod for between 1 and 4 hours. The patient noted the pink slide did not move forward and the cannula deployed.